Manufacturer narrative:
N/a.

Event description:
It was reported during preparation of the clip delivery system (cds), air was observed in the catheter lumen. An air bubble was observed every time the dc handle was retracted. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the device was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the cds was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported during preparation of the clip delivery system (cds), air was observed in the catheter lumen. An air bubble was observed every time the dc handle was retracted. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the device was not used and was replaced. There was no clinically significant delay in the procedure.